Event description:
It was reported that pump experienced malfunction alarm before any other notable events occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully cleared malfunction without recurrence, and customer was advised to continue using pump and to call back if malfunction happened again.